Event description:
On (B)(6) 2022, a registered nurse (rn) reported that a patient on peritoneal dialysis (pd) passed away during their sleep. The cause of death was not reported. However, it was stated the patient had a heart condition and was discharged from the hospital the day prior to death. There were no reported allegations that the patient¿s death was related to any issues with the cycler or any other fresenius products. In additional follow-up call, another pd nurse confirmed that prior to death the patient was hospitalized (date of admission unknown) with sepsis from the ongoing wound infection of foot/leg; unrelated to dialysis. Per the nurse, while hospitalized the patient was placed on antibiotic therapy and required stent placement for blood flow to the foot. Moreover, the nurse indicated the patient was under the care of a cardiologist for ongoing heart issues and was pending cardiac catheterization with stent placement versus open heart surgery. However, due to sepsis the patient was not medical stable for these procedures. The patient was discharged the day prior to death as the patient did not want to remain hospitalized. Per the nurse, subsequently on (B)(6) 2022 (in the early evening), the patient began treatment with the fresenius cycler. It was reported there was nothing untoward about the pd treatment. At approximately 2:15 am on (B)(6) 2022, the patient¿s treatment ended and the patient subsequently expired. The nurse stated it could not be confirmed whether the patient was connected to the cycler when the death occurred. The nurse stated it was unknown if the patient disconnected from the cycler (at end of treatment) or if the patient slept through remaining connected to the machine. On the morning of (B)(6) 2022, the patient was found deceased by a friend who went to the patient¿s home to pick up the patient up for a follow-up wound appointment. The nurse stated emergency medical services (ems) was called to the home, but the patient did not receive resuscitation. The patient was pronounced deceased in the home and was not brought to the hospital. The nurse confirmed the patient¿s death is not suspected to be caused by the cycler or fresenius products in anyway. Per the nurse, customer support was notified to deactivate the patient¿s account and have the cycler returned. The nurse provided the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated the patient¿s death was due to a cardiac event in the setting of ongoing cardiac related disease and concomitant treatment for sepsis due to foot/leg wound infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a possible temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s death. Currently, there have been no reported allegations nor is there any objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death. Based on the reported information, it is unlikely that the patient¿s death was related to an issue with the fresenius cycler. In general, patient¿s with end stage renal dialysis (esrd) have mortality rates significantly higher than the general population. However, the patient also had comorbid conditions of unspecified heart disease (pending need for cardiac catheterization with stent placement versus open heart surgery). Additionally, the patient had been very recently hospitalized for sepsis related to concomitant wound infection of the foot/leg. The patient¿s nurse indicated the cause of death was due to an unspecified cardiac event in the setting of ongoing cardiac related disease and concomitant treatment for sepsis due to wound infection.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that a patient on peritoneal dialysis (pd) passed away during their sleep. The cause of death was not reported. However, it was stated the patient had a heart condition and was discharged from the hospital the day prior to death. There were no reported allegations that the patient¿s death was related to any issues with the cycler or any other fresenius products. In additional follow-up call, another pd nurse confirmed that prior to death the patient was hospitalized (date of admission unknown) with sepsis from the ongoing wound infection of foot/leg; unrelated to dialysis. Per the nurse, while hospitalized the patient was placed on antibiotic therapy and required stent placement for blood flow to the foot. Moreover, the nurse indicated the patient was under the care of a cardiologist for ongoing heart issues and was pending cardiac catheterization with stent placement versus open heart surgery. However, due to sepsis the patient was not medical stable for these procedures. The patient was discharged the day prior to death as the patient did not want to remain hospitalized. Per the nurse, subsequently on (B)(6) 2022 (in the early evening), the patient began treatment with the fresenius cycler. It was reported there was nothing untoward about the pd treatment. At approximately 2:15 am on (B)(6) 2022, the patient¿s treatment ended and the patient subsequently expired. The nurse stated it could not be confirmed whether the patient was connected to the cycler when the death occurred. The nurse stated it was unknown if the patient disconnected from the cycler (at end of treatment) or if the patient slept through remaining connected to the machine. On the morning of (B)(6) 2022, the patient was found deceased by a friend who went to the patient¿s home to pick up the patient up for a follow-up wound appointment. The nurse stated emergency medical services (ems) was called to the home, but the patient did not receive resuscitation. The patient was pronounced deceased in the home and was not brought to the hospital. The nurse confirmed the patient¿s death is not suspected to be caused by the cycler or fresenius products in anyway. Per the nurse, customer support was notified to deactivate the patient¿s account and have the cycler returned. The nurse provided the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated the patient¿s death was due to a cardiac event in the setting of ongoing cardiac related disease and concomitant treatment for sepsis due to foot/leg wound infection.

Manufacturer narrative:
Correction: a3.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that a patient on peritoneal dialysis (pd) passed away during their sleep. The cause of death was not reported. However, it was stated the patient had a heart condition and was discharged from the hospital the day prior to death. There were no reported allegations that the patient¿s death was related to any issues with the cycler or any other fresenius products. In additional follow-up call, another pd nurse confirmed that prior to death the patient was hospitalized (date of admission unknown) with sepsis from the ongoing wound infection of foot/leg; unrelated to dialysis. Per the nurse, while hospitalized the patient was placed on antibiotic therapy and required stent placement for blood flow to the foot. Moreover, the nurse indicated the patient was under the care of a cardiologist for ongoing heart issues and was pending cardiac catheterization with stent placement versus open heart surgery. However, due to sepsis the patient was not medical stable for these procedures. The patient was discharged the day prior to death as the patient did not want to remain hospitalized. Per the nurse, subsequently on (B)(6) 2022 (in the early evening), the patient began treatment with the fresenius cycler. It was reported there was nothing untoward about the pd treatment. At approximately 2:15 am on (B)(6)2022, the patient¿s treatment ended and the patient subsequently expired. The nurse stated it could not be confirmed whether the patient was connected to the cycler when the death occurred. The nurse stated it was unknown if the patient disconnected from the cycler (at end of treatment) or if the patient slept through remaining connected to the machine. On the morning of (B)(6) 2022, the patient was found deceased by a friend who went to the patient¿s home to pick up the patient up for a follow-up wound appointment. The nurse stated emergency medical services (ems) was called to the home, but the patient did not receive resuscitation. The patient was pronounced deceased in the home and was not brought to the hospital. The nurse confirmed the patient¿s death is not suspected to be caused by the cycler or fresenius products in anyway. Per the nurse, customer support was notified to deactivate the patient¿s account and have the cycler returned. The nurse provided the patient was completing pd treatments prior to death without any adverse effects. The nurse indicated the patient¿s death was due to a cardiac event in the setting of ongoing cardiac related disease and concomitant treatment for sepsis due to foot/leg wound infection.